Event description:
Customer reported receiving inaccurate low readings. They received readings of 275, 350 and 400 mg/dl for the 24 hour period prior to the event. Customer went to their doctor as they felt weak and disoriented. The doctor provided a reading of 400 mg/dl with an unknown brand of meter. Customer was admitted to the hospital and compared a freestyle reading of 210 mg/dl to an unknown brand meter reading of 420 mg/dl. Exact treatment provided at the hospital was not provided. Customer indicated kidneys were failing at time of event.